Event description:
During a trial reduction using the provisional, the edge of the provisional lineer broke. The broken piece (approx. 1cm wide x 1 1/2 cm long) was lost in the operative site. Attempted retrieval of the broken piece was unsuccessl.